Event description:
Account stated this bed was in the lowest hi/low position and it had no power. No injury reported.

Manufacturer narrative:
Account found that the f2 fuse was blown. Account replaced the fuse and alleged that the f10 fuse is now popping. Account isolated the hand control pendant and verified this was causing the fuses to expire. There was a small cut on the pendant cable that they believe was causing the issue. No exposed wires but the shielding could be seen in the damaged area. Account replaced the pendant. Account stated that they now have 30-35,36 code coming up. Account stated that they replaced the left user control module cable to resolve the last issue.